Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/29/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover was cracked. The physical damage found during visual inspection is unrelated to the reported complaint of the platform displaying a user advisory (ua) 2 (compression tracking error) message. A review of the platform's archive data was performed and found that a ua 2 message occurred on the first compression on the reported event date of (B)(6) 2015, thus confirming the reported complaint. The reported ua 2 message was also duplicated upon initial functional testing. A load characterization test was performed which determined that load cell module 1 was defective. Further functional testing could not be performed due to the defective load cell. Based on the investigation, the parts identified for replacement were the load cell module and the top cover. In summary, the reported complaint of the platform displaying a ua 2 message was confirmed based on review of the platform's archive data and was also replicated upon initial functional testing. The root cause was determined to be a defective load cell module. The physical damage found during visual inspection is unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported by a zoll sales representative that the autopulse platform displayed a user advisory (ua) 2 (compression tracking error) message. The zoll sales rep. Stated that she changed the lifeband but the message did not clear. No patient involvement was reported. No further information was provided.